Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2007 and an unknown date in 2009 for erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07682. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh excision, burch colposuspension, cystoscopy, perineorrhaphy, total robotic hysterectomy and bso on (B)(6) 2012, due to erosion of mesh x2 and complications of vaginal mesh. No additional information was provided.